Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported patient blood glucose results of lo, which on the active s system indicates a result less than 20 mg/dl, and 110 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt believed one of her devices may have been turned off. The pt was able to push the implantable neurostimulator (ins) on button while on the phone for one ins. The beep was heard, and the pt reported a change in feeling. The pt was unable to verify the lights on back. Further info received reported that when checking status lights, a yellow status light was seen for both devices. The device were both turned back on and reported seeing three green status lights for each ins. It was noted that the pt was at the dentist the day before the report for three hours and it was suspected that may have caused devices to turn off. Reference MFR report #3004209178201003196.